Event description:
21jan2025: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was successfully implanted on (B)(6) 2023. The patient was discharged. Post implant the patient was put on dual anti platelet therapy (dapt) the patient had a routine 45-day follow-up and imaging and was clear. Transesophageal echocardiography (tee) performed post implant for cardioversion on (B)(6) 2024 and confirmed a thrombus on the closure device. The location and the size of the thrombus was unknown. The patient was put on oral anticoagulation (oac) and aspirin. On (B)(6) 2024 the device related thrombus (drt) was resolved, patient still on oac and is waiting for a hematology consult.